Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device, failure to occlude (close) fallopian tubes/appears to be within the uterus.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube patent". The patient's concurrent conditions included anxiety, migraine and blood pressure high. Concomitant products included atenolol (atenolol), escitalopram oxalate (lexapro) since 2007, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera) and sumatriptan succinate (imitrex df) since 2006. In 2006, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device expulsion outcome was unknown and the menorrhagia, vaginal haemorrhage, anaemia and dysmenorrhoea had resolved. The reporter considered anaemia, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: at the time of surgery, she had a right ovary which was cystic and drained. The left ovary was small and atrophic in appearance. The fallopian tubes were normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: malposition of essure device, failure to occlude (close) fallopian tubes. Right coil appears to be within the uterus. There is a coil in the left fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Lab data, concomitant medication and condition added. Events ; malposition of essure device, failure to occlude (close) fallopian tubes, abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia, dysmenorrhea (cramping) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.